Event description:
The MFR's rep reported that pump refilling difficulties were encountered. The hcp was able to aspirate the correct amount, but could not fill the pump. The pt did not experience any symptoms relative to this issue and the hcp was finally able to fill the pump. The pt was in hospice; but medical condition is unk. No pt identifiers were provided at the time of the report. Attempts to obtain this info have been unsuccessful. The pt has subsequently expired and death was reportedly not related to the device. The cause of death and if an autopsy was performed is unk. The pt had lioresal 2000 mcg/ml in the pump; daily dose was 2297 mcg/day.